Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the display went blank intermittently. The customer's blood glucose level was unknown. The customer reverted to manual injections. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly however; the insulin pump functioned after plugging into the connector properly. The insulin pump had severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.